Event description:
The generator was explanted due to end of service and returned to manufacturer for analysis. Analysis confirmed the end of service condition. Additionally during the analysis, the r35 resistor was found to be out of specification. The caged module was found to exhibit an out -of-limit (high) pulsing current. Analysis indicates that during manufacturing of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. Using the lower value, the caged module met all test specifications. The out-of-limit pulsing current could potentially be a contributing factor to the end of service condition, however, results of the battery longevity prediction confirm that the end of service condition was an expected event.